Event description:
It was reported that during a clinical study for postherpetic neuralgia in the jaw conducted from (B)(6) 2020 to (B)(6) 2023, one patient developed a local hematoma during puncture, which improved after compression and hemostasis.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6). During processing of this complaint, attempts were made to obtain complete event and device information. Further information was requested but not received. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.